Event description:
It was reported that an employee splashed cidex opa in the left eye when pouring the solution into an aer. The employee was not wearing eye protection at the time of the incident. The employee self treated by rinsing water in eye for fifteen minutes.